Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not inflate due to right cylinder multiple ruptures resulting in fluid loss. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually and microscopically inspected, and the device underwent leak and pressure testing. Both cylinders had wear at a fold in the middle of the cylinder bodies. The tubing on the proximal end of the first cylinder was worn due to cylinder-on-cylinder contact. There was a leak in the middle of the cylinder consistent with sharp instrument damage during explant. The second cylinder passed all testing. The pump was visually and microscopically examined and functionally tested; no leak was found upon inspection. The pump did not pass activation testing. Product analysis confirmed the mechanical issue but was unable to confirm the reported allegation of a fluid leak.

Event description:
It was reported that this inflatable penile prosthesis exhibited multiple cylinder ruptures due to fluid loss; this resulted in inflation issues. The device was explanted and replaced. No patient complications were reported.